Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the rep that after mobilizing sigmoid colon and creating rectal stump, surgeon introduced instrument through the rectum and attached proximal portion of bowel with anvil in place to marry the ends of tissue together to create anastomosis. The surgeon had secured anvil onto stapler post and closed the instrument in a clockwise moition. Indicator was in middle of green range, the surgeon released safety and pulled firing handle. The surgeon got good tactile feel and heard crunch. Upon opening couterclockwire to release anvil, the surgeon felt the removal was much easier than what he usually feels. Inspection revealed distal staple line with no proximal bowel stapled. The procedure was converted to open and completed without further incident.